Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had a complication on a laparoscopic cholecystectomy he did in early march. The surgeon reported the clips fell off post operatively on his pt. He used the er320 clip applier. There is no product to return, also there was no problem when the surgeon initially used the clip applier. He stated the clips falling off caused his post-op problem.